Event description:
A hospital in england reported that the pump did not alarm when air was in the intravenous tubing. Reportedly the pump was programmed to infuse at 40 ml/hr to deliver a volume of 20 ml. "With 4 ml left to infuse, air was noticed in line but there was no alarm". Reportedly the intravenous tubing was empty "right up to the pt". The pump was removed from the pt. No pt injury resulted.